Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439688 implantable pacing lead, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient went to the emergency department having received a shock. Two vf (ventricular fibrillation) episodes were recorded, with six shocks during each episode, and possible twos (t-wave oversensing) noted after the first shock. The lead remains in use. No further patient complications have been reported as a result of this event.